Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 05-feb-2018, UDI#: (B)(4); product ID: 97 7a260, serial/lot #: (B)(6), ubd: 05-feb-2018, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead 977a260 mrics compact exhibited high impedance on electrodes 1, 11, and 14, with values of 35490, 22910, and 20560 respectively, observed on the day of surgery. Troubleshooting and reprogramming were attempted, but adequate coverage could not be achieved. Both leads were explanted and replaced, and new programming provided improved coverage. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.